Event description:
It was reported that during npwt with a renasys go, in a breast wound patient, a false blockage alarm activates. The treatment will continue using a smith and nephew back up device. No injury or other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root causes may include kinks, leaks or blockages. No serial number has been provided, therefore a review of the device history has not been possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.